Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Patient reported "feels a spot, hard plastic, doesn't feel right, moving towards opposite side and rounder". Later, healthcare professional reported "capsular contracture". Later, healthcare professional "headache, breast cancer, diverticulosis, dysphagia, elevated anti-saccharomyces cerevisiae antibody, esophageal stenosis, heartburn, history of small bowel obstruction, hyperlipidemia, hypertension, osa on CPAP, polycythemia, sbo (small bowel obstruction), type 2 diabetes mellitus, anxiety". This record is for the right side. Device was explanted and replaced.